Manufacturer narrative:
The service rep replaced the video switching pcb. The system operates as intended.

Event description:
The customer reported, the monitor on the 9600 system flickers and is distorted. No pt injury was reported.